Event description:
It was reported that approx six months post implant, it was observed that an ivc filter limb had detached and moved to the pt's heart. Reportedly, the detached limb had perforated the myocardium requiring bypass surgery. The detached limb was surgically removed from the pt.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample will be retained by the user facility.

Manufacturer narrative:
The device was not returned. Images were not provided. The complaint investigation is inconclusive for limb detachment. The definitive root cause is unk. The current IFU (instructions for use) states, warning: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and / or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient presented with pe and a contraindication to anticoagulation, therefore, vena cava filter placement was indicated. Access was gained to the right internal jugular vein and a venacavagram was performed. The ivc was without thrombus and measured 23 mm in diameter. A filter was passed to the ivc but on deployment the legs were crossed. The filter was not deployed and withdrawn back into the sheath and removed. A new filter was then deployed in the infrarenal ivc without incident. The deployment sheath was exchanged for a temporary dialysis catheter that was placed terminating in the distal ivc. There were no complications. Approximately six months post filter deployment, the patient presented with chest pain. A CT scan of the chest demonstrated a metallic wire within a pericardial effusion adjoining the base of the heart compatible with a wire fragment from the ivc filter. No other metallic fragments were identified in the cardiac chambers, superior vena cava, inferior vena cava or right and left subclavian veins. A CT scan of the abdomen and pelvis demonstrated the filter at the level of l2-l3 with limbs appearing to extend beyond the confines of the ivc wall. The patient was transferred the next day in stable condition to another facility for evaluation by cardiothoracic surgery. Approximately two weeks later, the patient presented for retrieval of the filter. The right internal jugular vein was accessed and a venacavagram was performed. A normal ivc was seen without extravasation, stenosis, or thrombus. The filter was well centered within the cava. The hook of the filter was successfully engaged and the filter was removed in its entirety. The filter was inspected and found to contain all the limbs except the limb that had been removed during cardiac surgery. A completion venacavagram demonstrated no extravasation. Hemostasis was achieved at the access site using manual compression. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A non-bard filter was unsuccessfully deployed, a bard filter was successfully deployed. Six months post filter deployment, a CT scan demonstrated a metallic wire within the pericardial effusion. Another CT scan demonstration limbs extending beyond the confine of the ivc wall. Two weeks later the filter was successfully removed. Based on the provided medical records, the investigation can be confirmed for perforation of the ivc wall and detachment of a filter limb. Unable to determine the root cause based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. (B)(4).

Event description:
It was reported that approximately six months post implant it was observed that an ivc filter limb had detached and moved to the patient's heart. Reportedly, the detached limb had perforated the myocardium requiring bypass surgery. The detached limb was surgically removed from the patient. New information received: medical records were received and reviewed. Approximately six months post vena cava filter deployment, the patient presented with chest pain. CT scans demonstrated a detached filter limb in the heart associated with a pericardial effusion and several filter limbs extending beyond the confines of the ivc wall. The patient was transferred the next day in stable condition to another facility for evaluation by cardiothoracic surgery. Approximately two weeks later, the filter was successfully removed in its entirety. The filter was inspected and found to contain all the limbs except the detached limb that had been removed during cardiac surgery. A completion venacavagram demonstrated no extravasation. The patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.